Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during arthroscopic rotator cuff repair surgery, noted the articulation cavity with many bubbles, and no force of suction. Changed another one to complete the operation. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for the suction test and further analysis. The vapr coolpulse90 electrode was evaluated by the supplier with the following results: the device has not been returned in its original packaging. The active tip is in a unused condition. This tissue debris visible in the active suction port. Residue visible in the suction tubing, there is also a small cut in the suction tube. The electrical test was performed, all parameters passed. The functional test was performed, vapr vue generator was used. The flow rate failed the testing as well as the post activation flow rate. A thin gauge wire was inserted into the suction path to locate the blockage. The blockage was located at the distal end of the active suction tube. The blockage was caused by tissue and could not be freed. Following the testing the tip was inspected and it was found that the ceramic had crack into two places. The cracks have occurred where there were faint lines. From our investigation we were able to confirm the reported suction issue with an out of specification flow value being recorded for the returned device. The fault was confirmed to be tissue debris blocking the suction path at the distal end of the device. The product IFU 105864 cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. During the investigation the device was also found to fail functional testing resulting in an output shorted message being displayed while the device was being activated. It is likely the cracks seen on the ceramic opened up during the activation testing leading to the output short error observed due to saline ingress. The position of the cracks have been reviewed by technical authority and are consistent with complaint devices investigated under CAPA investigation cr-301453 for ceramic breakages. A DHR review has been performed for the complaint device lot number u2001067; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. In depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr premiere 90 electrode device had no suction. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.